Manufacturer narrative:
Complaint conclusion: as reported, the sealant part of the 6f/7f mynx control vascular closure device (vcd) was damaged and could not enter the 6f non-cordis sheath. There was slight damage to the sealant as it was between the damaged sleeves. Another unknown mynx device was used to achieve hemostasis. There was no reported patient injury. The device had been stored and prepared in accordance with the instructions for use (IFU). There was no evident damage to the device prior to unpacking. The device was not opened in a sterile field. A 6f non-cordis sheath was used. The device was used in a diagnostic procedure. The user was trained to the device. The patient does not have a history of infectious diseases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the buttons 1 and 2 were not depressed; therefore, the sealant was returned in its manufactured position as expected and the balloon was observed fully deployed due to the observed position of the button 2. The conditions of the sealant sleeves were observed, and a frayed/split/torn malfunction was noted during this unaided eye evaluation. Also, a sheath was not returned on the delivery shaft, but a syringe was observed attached to the device with the stopcock in open position. A functional catheter sheath introducer (csi) insertion/withdrawal analysis could not be executed due to the conditions of the sealant sleeves in the unit returned. Nevertheless, a deployment mechanism analysis was executed by depressing button 1 to deploy the sealant previously observed in its manufactured position, followed by fully depressing button 2 to retract the balloon. A high magnification analysis was performed to evaluate the condition of the sealant sleeves. During this analysis, it was observed that the sleeves presented frayed/split/torn conditions. It was observed that the outer sealant sleeve was frayed, resulting in a premature exposure of the sealant that was observed in its manufactured position. The reported event of ¿sealant-damaged¿ was not confirmed as there were no damages noted to the sealant; however, the sealant was found to be swelled due to exposure to blood. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was confirmed through analysis of the returned device as the sealant sleeve assembly had conditions observed as ¿sealant sleeves (cartridge assembly)-frayed/split/torn.¿ additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle) and/or the condition of the sheath (although not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant part of the 6f mynx control vascular closure device (vcd) was damaged and could not enter the 6f non-cordis sheath. There was slight damage to the sealant as it was between the damaged sleeves. Another unknown mynx device was used to achieve hemostasis. There was no reported patient injury. The device had been stored and prepared in accordance with the instructions for use (IFU). There was no evident damage to the device prior to unpacking. The device was not opened in a sterile field. A 6f non-cordis sheath was used. The device was used in a diagnostic procedure. The user is trained to the device. The patient does not have a history of infectious diseases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: per product evaluation, the sealant is exposed and the sealant sleeves are frayed/split/torn.